Event description:
It was reported that the right atrial (ra) lead was had been demonstrating low pacing impedance. During a generator change, a small external insulation breach a few centimeters distal to the proximal connector pin was noted. The ra lead was capped on (B)(6) 2024, and a new ra lead was implanted without difficulty. There were no adverse health consequences, the patient was stable.